Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified. For lot 71p20f0690 of material s-14703-041 (valve comm: bi-directional), a non-conformance was opened to address an "ars leak - before use" issue. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the ars (arrow raulerson syringe) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.